Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) on (B)(4) 2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and no physical damages were noted on the outside of the platform. Visual inspection of the internal device showed fluid ingress and internal metalized coating corrosion was observed. A review of the archive was performed and no discrepancies were observed. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) upon power up. Further investigation indicated that the processor board and the cable from the load cell amplifier to the processor board were defective. Replacing the parts remedied the ua7. The platform passed the load cell characterization test. Based on the visual inspection, the internal blood contamination was removed and the blue case and associated parts were replaced. Additionally, the power distribution board was also replaced. In summary, the customer's reported complaint of the platform exhibiting ua 7 was confirmed during functional testing. After replacement of the part identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse platform performed some compressions, then stopped and immediately displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The customer attempted to troubleshoot the reported problem by turning the system on and off. The autopulse platform illuminated the green led providing an indication that it was ready for use. The customer did not find anything wrong with the batteries, control panel or led lights. The customer ensured that the autopulse lifeband was correctly installed and tested the autopulse with a mannequin and the same issue occurred. No adverse patient sequelae was reported. No additional information was provided.